Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a displayable history check failed on startup alarm from storing the insulin pump without a battery. Customer also reported they were hospitalized on (B)(6) 2015 for high blood glucose. The customer has been off insulin pump therapy since the hospitalization. The customer's blood glucose was 600 mg/dl at the time of the call. The customer reported feeling light headed, nauseous and vomiting from their blood glucose. The customer reported the cause of the hospitalization was from diabetic ketoacidosis. It was also found the customer was comatose for several days while in the hospital. The customer was treated with insulin and fluids as treatment. The customer was wearing the insulin pump at the time of hospitalization. Customer's current blood glucose was 167 mg/dl. Troubleshooting found the insulin pump passed a self-test and displacement test.